Manufacturer narrative:
Concomitant medical products: product ID: 37744q, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider and manufacturer's representative for a clinical study reported the patient had pain at the surgical site. It was noted that no device experienced a device deficiency. It was further noted that the implantable neurostimulator (ins) site was tender to palpation. It was noted the etiology was incisional site/device tract at the ins pocket not related to the device or therapy and unlikely related to the implant procedure. It was noted the patient had a burning sensation around the ins when engaged in physical activity like running. It was further noted the outcome was ongoing with no further action needed. Additional information received reported the patient met with their healthcare professional. It was noted the patient's pain was located at the incision site and was secondary to physical activity. It was further noted the patient was running with their wife. The reporter stated it had nothing to do with the ins. It was noted that the patient's stimulation was resumed and dual interrogations were done. It was further noted the patient would return for their six week follow-up on (B)(6) 2013. Additional information received reported the etiology was updated to possibly related to the device or therapy. Additional information reported the event resolved without sequelae. Relevant medical history included spinal pain